Event description:
Reportable based on device analysis completed on 28oct2014. It was reported that image disappeared. The target lesion was located in a mildly tortuous unspecified lesion. During percutaneous coronary intervention, an opticross¿ imaging catheter used to visualize the vessel. The physician tried to perform pullback during 3rd intravenous ultrasound however, the image disappeared. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good. However, product analysis revealed an open hole at the sheath lap joint section of the device between the blue sheath and clear imaging window tubing.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. Device analysis revealed that the telescope assembly was not able to properly pull back, advance, and retract. The telescope cannot advance the transducer distal housing (tdh) to the most distal position. During flushing, fluid was leaking at the sheath lap joint junction between the blue sheath and clear imaging window tubing. No image appeared in the system due to electrical open at proximal. Imaging core windup was not found in the telescope assembly. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).